Event description:
The distal tip of the dilator was broken while entering the csi. Visual analysis determined that the distal tip was separated. No injury to the pt was reported.

Manufacturer narrative:
Device evaluation summary: the returned device was visually inspected. No abnormalities were noted with the needle. The guidewire was found to have a slight kinking near the flexible end. The sheath was found to have slight tip damage; no abnormalities were noted with the valve. The distal tip appeared to be broken off of the dilator and missing. The tip was not returned with the device. It is unknown if the missing portion of the tip was lost during transport, decontamination, procedure or within the pt. No abnormal resistance was felt when the returned dilator was inserted in the returned sheath. Device history records were reviewed and no anomalies were found. A review of manufacturing and inspection procedures was performed; the dilators are 100% inspected for tip defects, uniformity, and flash during the manufacturing process, at packaging, and at boxing. Additionally during manufacturing, sample units are inspected hourly for complete tip radius, flash, and length. A root cause cannot be determined at this time since the broken piece of the dilator was not returned. Due to the results of the investigation there is sufficient evidence to suggest that the device met specification prior to shipment. The occurrence rate (0.0045%) is below the expected occurrence calculated in the risk documentation (0.0066%). No corrective action will be taken at this time.